Event description:
It was reported that pump showed repeated continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery, and technical support arranged replacement pump under warranty.